Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting revealed that the customer was connected to the insulin pump when he primed and accidentally gave himself unwanted insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.